Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced the following events. The consumer's concurrent condition included nickel allergy. On (B)(6) 2012 essure (fallopian tube occlusion insert) was inserted. On an unspecified date the consumer experienced chronic pain in the lower back and pelvis and hips, groin pain with shooting pains down legs, hives, itching, difficulty walking, pain during and after sex, sharp stinging pains, and a ripping pain when I twist slightly or roll over in bed, very painful menstrual cramps, very heavy menstrual periods passing large clots (tennis ball size in diameter), increasingly shortening menstrual cycle (around 18-20 days) increasingly irregular, spotting or bleeding between menstrual periods, fatigue, burning pain in pelvis and cervix (not during urination), bloating, thyroid disease difficult to control, b12 deficiency and blood in urine (microscopic). According to her, she had laparoscopic and hysteroscopy surgery to investigate issues. One of the essure coils/clips had gone into the uterus; the inner steel rod had come away from the coils and was perforating the uterus. The other coil was not visible so it seemed it had migrated. She stated that she has allergy to nickel and essure should not have been implanted. She believed that she has been injured by this product and had to take months off work as the pain was chronic. Bilateral salpingectomy removal of tubes and coils and hysterectomy was schedule to (B)(6). Essure was not removed yet. The relationship between events and essure was assessed as related.

Manufacturer narrative:
Follow-up from (B)(4) 2014: no response received to follow-up request. No further information expected. Case closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. Bayer is closely monitoring the benefit-risk profile of essure, this includes consideration of the legacy cases in safety analyses. The cumulative review of the re-coded legacy reports has not yielded any new safety signal. Follow-up received on (B)(4) 2014: information received from a consumer, who is mother of 4 children, states that she had essure (ess305 lot 50656873) fitted on (B)(6) 2012. According to reporter, she was not aware initially that it contained nickel and states that she would not have chosen it if she had known as she has a nickel allergy. Consumer had the procedure without any anesthetic or pain relief and informed that she was told to have a paracetamol before the procedure which she did. She found the procedure extremely painful, and felt shaky and nauseous all the way through. The doctor encouraged her to keep going with it, when she asked her to stop as it was too painful. After the procedure was over, she was told she could leave straight away, and asked to wait outside the room until she felt able to walk. She had not arranged to get picked up as the procedure was described as painless with no down time; she tried to get the bus home but felt extremely faint and vomited. During the next few days she had cramping and bleeding but it settled down. In addition consumer reported that the first sign of any issues was a rash around her stomach, she didn't know why she had the rash and used creams and benadryl. However, it was to become a recurring problem and since she was implanted she has regular rashes. Her menstrual cycle began to shorten and she suffered dysmenorrhoea, she states that she would have to take strong painkillers and take frequent trips to the lavatory which was very inconvenient as she is a teacher. Each period was extremely heavy and lasted around 7-14 days, she would flood through to clothes or bedding, need frequent changes of sanitary towels, need double sanitary protection and was passing large blood clots. She also reported that wearing tampons became too painful. Her quality of life was beginning to diminish and she found it difficult to do anything other than work during this time. She would have to spend every free minute with a heat pad over her stomach and back and assumed it was her body getting used to the essure. This carried on getting increasingly worse, when she began to experience painful ovulation too; she was in pain for around 3 weeks of the month. Her job became increasingly difficult as she was teaching younger children and found the physical aspect hard. Around feb-2014 she was struggling to walk because the pain was so intense. She would get shooting pains down her legs, numbness in her legs, painful stabbing pains in her pelvic area and general excruciating cramps. In addition to the menstrual problems she also cannot have sex with her partner as it is too painful. She had tried various treatments, some over the counter and some prescribed by her general practitioner (gp). She was signed off work. They ruled out irritable bowel syndrome and kidney stones and then began to question whether the essure coils could be the issue as her problems only began when they were implanted. She began to research her symptoms and she discovered that 1000's of women with essure were also suffering the same symptoms as her. She still did know for sure what was causing her issues. She was referred to a gynaecologist, and states that she could not see the implanting doctor as the waiting time was too long and she had been off on sick from work for several weeks. She was offered a laparoscopy and hysteroscopy to see if the cause of her problems could be determined. Her gynaecologist suspected endometriosis initially due to her painful symptoms even though she was (B)(6) and never experienced anything like this before. On 02-jun, during her lap no endometriosis was found. One of the essure coils was quite far in her uterus and the other was not visible so as of today she is not sure where the coil is. When she had her post-operative appointment the gynaecologist said he thought she should have the essure removed as he believed it was causing her unnecessary pain and suffering. She was still off work at this point and states that she did not leave the house unless she was attending a medical appointment as she was in constant debilitating pain. She asked him if he would remove them but he said he would be worried about taking them away as he didn't implant them and had not attempted removal. He said he would refer me to a colleague at another hospital who he believed had removed them before. He also advised consumer to pay for a private appointment with him as it would speed up the process. As she was on half pay at that point and was the sole earner this was too expensive and she could not afford but she was desperate and agreed to go and see the doctor at his private practice. Again consumer told doctor about her issues and that she had the coils and did he think there was a link, he believed there was as he had seen women with her symptoms before and performed removals. It was agreed that the best treatment was a bilateral salpingectomy with a hysterectomy taking everything but the ovaries (unless they were damaged) as upon research this is the best chance of removing the coils intact, with a minimal risk of fragmenting of the coils. She is extremely upset having to have her fallopian tubes, uterus, and cervix removed at 39 years of age but is willing to do almost anything to stop this pain. Her quality of life is reduced. She rarely goes out, do not do much with her children and has been told she will not continue with her current class. In addition to her previously mentioned symptoms she now also suffer from severe headaches, concentration issues and arthritic pain in her hand and knees, this she believe is due to the pet fibers (as reported) causing chronic inflammation in her body. She feels that her career has been severely affected by her physical limitations and her time off. She states that she loves her job and to leave her class of 30 children half way through the year was disruptive them, their parents and the reputation of the school and reported that the whole experience with essure has been horrific. In addition she informed that she has to wait until november to have her second operation of the year, so she has a few more months of pain ahead and then the major surgery. She has suffered financially as she has been on half pay and had to pay for treatment. Her relationship has also suffered as they cannot enjoy a physical relationship and the stress of her problems and financial worry has taken its toll. She feels anxious, depressed and isolated. Consumer is currently wearing a morphine patch and takes codeine, paracetamol and naxopren throughout the day. Ultimately she feels she has lost two years of her life. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented bleeding after the procedure, later it was found that the inner steel rod has come away from the coils and is perforating the uterus and other coil was not visible so it seems it has migrated. Inner steel rod has come away from the coils and is perforating the uterus was interpreted as a device breakage and uterine perforation. The remaining events were regarded as post procedural bleeding and device migration. All events were considered serious as medically significant, and are listed according to reference safety information for essure. Regarding the device breakage it was previously considered unlisted, nevertheless upon receipt of product technical complaint analysis (ptc) it was amended to listed (anticipated); this event was regarded as other reportable incident (consumer reported that she will have a bilateral salpingectomy and hysterectomy, however procedures were not confirmed). Uterine perforation and bleeding with essure may occur, most often during insertion. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion or migration (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of essure migration and uterine perforation were not known, however given their nature they were considered as related to essure therapy. Regarding the device breakage, single cases have been reported of essure breakage; therefore a causal relationship between this event and the suspect insert cannot be excluded. In addition non-serious events were reported. A initial ptc analysis was performed; however during follow-up as batch number was reported an updated ptc analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Additionally, this case reported breakage which also is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the inner steel rod has come away from the coils and is perforating the uterus and other coil was not visible so it seems it has migrated. The reporter considered the events as related to essure. Inner steel rod has come away from the coils and is perforating the uterus was interpreted as a device breakage and uterine perforation. The remaining event was regarded as a device migration. The reported perforation and migration were considered serious, as medically significant, non-incidents and are listed according to reference safety information for essure. Inner steel rod has come away from the coils and is perforating the uterus was interpreted as a device breakage and uterine perforation. The remaining event was regarded as a device migration. The reported perforation and migration were considered serious, as medically significant, non-incidents and are listed according to reference safety information for essure. Upon receipt of technical investigation, event inner steel rod has come away from the coils and is perforating the uterus, interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated); and was regarded as near-incident (the consumer reported that she will have a bilateral salpingectomy and hysterectomy, nevertheless the procedures were not confirmed). Uterine perforation with essure may occur, most often during insertion. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion or migration (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of essure migration and uterine perforation were not known, however given their nature they were considered as related to essure therapy. Regarding the device breakage, single cases have been reported of essure breakage; in this case a product technical analysis will be requested for further evaluation; however a causal relationship between this event and the suspect insert cannot be excluded by now. In addition non-serious events were reported. Follow-up information is being sought. Ptc final analysis stated that the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available,there is no reason to suspect a quality defect.

Manufacturer narrative:
Follow-up information from 18-sep-2014: no response to request for consent to contact physician. Ptc investigation result was received on 23-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a reported technical complaint (device is curled with a sharp angle). However, the reported technical complaint could not be evaluated in more detail due to lack of sample return. The technical assessment concluded "unconfirmed quality defect". No further ae case reports have been received to date in relation to batch no. 50656873 (production date apr-2012 and expiration date 30-apr-2015). No batch signal could be identified. The reported adverse event are not indicative of a quality defect per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 26-sep-2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Follow-up information was received on 16-oct-2014. Consent to contact physician was given. No other new clinical information. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented bleeding after the procedure, later it was found that the inner steel rod has come away from the coils and is perforating the uterus and other coil was not visible so it seems it has migrated. Inner steel rod has come away from the coils and is perforating the uterus was interpreted as a device breakage and uterine perforation. The remaining events were regarded as post procedural bleeding and device migration. All events were considered serious as medically significant, and are listed according to essure reference safety information. Regarding the device breakage it was previously considered unlisted, nevertheless upon receipt of product technical complaint analysis (ptc) it was amended to listed (anticipated). Uterine perforation with essure may occur, most often during insertion. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion or migration (distal fallopian tube or peritoneal cavity), also genital bleeding and menstrual changes may occur. In this particular case, the exact date and mechanism of essure migration and uterine perforation were not known, however given their nature all above mention events were considered as related to essure therapy. Regarding the device breakage, single cases have been reported of essure breakage; therefore a causal relationship between this event and the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as other reportable incident due to reported device breakage (consumer stated that she will have a bilateral salpingectomy and hysterectomy, however procedures were not confirmed). The ptc analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.